Manufacturer narrative:
The company service representative examined the system and confirmed the customer reported issue. The company service representative reported that the customer had the instrument plugged into a power strip. It was advised that the instrument be plugged into the wall outlet and try to boot. The system would not boot until the power cord was replaced. The issue with the ac power loss was identified to be caused by the user having the system plugged into a power strip. A review of complaints for the last 24 months did not indicate any additional, related reports for this system. The system's operators manual states that "the power cord is a medical grade power cord with the least leakage current per foot rating available. Extension of the power cord by hospital staff is not recommended. Unauthorized extension of the power cord could result in injury. Do not use multiple portable socket (power strip) outlets with this system." Removing of the power strip at the account resolved the issue. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "delay in switching out the system was about 15 minutes". Product problem(s): "system shut down" (error message given). A nurse reported the system shut down during a case. The system was switched out to complete the case causing a delay of 15 minutes. No patient impact/injuries were reported.